Manufacturer narrative:
Medical device expiration date: unknown. (B)(4). Investigation summary: a device history record review was completed for material number 302047 and lot number 9322387. The review did not reveal any detected quality issues during the production process that could have contributed to these reported incidents. To aid in the investigation, two photo samples were received for evaluation by our quality team. One photo shows a needle assembly with no plastic shield and an arrow drawn towards the needle hub joint to foreign matter. The second photo shows a needle assembly with the plastic shield that also has an arrow drawn toward the bottom section of the needle hub. No foreign matter or other defect is observed in the second photo. As a physical sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect these type of defects during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported conditions will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: 2 photos were provided. One photo shows a needle assembly with no plastic shield. There is an arrow drawn indicating towards the needle- needle hub joint, to foreign matter is observed. The other photo shows a needle assembly with the plastic shield it also has an arrow drawn indicating toward the bottom section of the needle hub; no foreign matter or other defect is observed. A review of the applicable fmea/eura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: with no sample analysis no probable root cause could be offered. Rationale: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. This lot was produced for (B)(4) units; therefore, the cpm is 0.34. We will continue monitoring and trending this lot and this symptom.

Event description:
It was reported that 2 needle ns 30ga 1/2in bns yel hub tw euro contained foreign matter. "On (B)(6) 2020, during in-process tests, two products (out of 135 sampled) found with a break of on of the ribs and a particle on the hub."